Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.